Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under separate medwatch report number.

Event description:
It was reported that suture placement in the heavily calcified right common femoral artery (rfca) was attempted with a proglide device using the pre-close technique via an 8f sheath prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, a cuff was noticed. A second proglide device was attempted. The footplate was deployed without issue. When moving to set against the vessel wall, the device pulled out of the anatomy. The proglide posterior foot was noted to be missing. A cut down was performed to search for the foot; however, it was not found. Surgical suturing achieved hemostasis in the rcfa. The tavi procedure was completed successfully with left femoral access. There was a reported delay in the procedure. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported foot detachment was confirmed based on the returned device condition. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of detached foot component returned for analysis, a conclusive cause for the reported foot detachment could not be determined. The subsequent treatment and foot remaining in the patient anatomy appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication a product quality issue.